Event description:
Patient underwent cataract surgery on 02/25/1999, and implantation of a staar model aq-1016v intraocular lens in the right eye. During the insertion process, the lens flipped and tore an already weak capsule. The surgeon enlarged the incision to remove the lens, performed a vitrectomy and implanted another lens. Preop "vasc" was 20/100, "vasc" was 20/60, pressure was 17mm. One day, three day and 10 day postop "vasc" was 20/200 and pressure was 16mm. No pre-existing conditions and medications prescribed were voloxan and econopred for inflammation.